Event description:
It was reported that patient underwent total elbow arthroplasty in 2003. Subsequently, patient was experiencing pain and numbness and a revision procedure was performed in 2009. The humeral stem was found to be fractured upon revision. The ulna component was also noted to be loose. The components were removed and replaced.

Event description:
It was reported that patient underwent total elbow arthroplasty in 2003. Subsequently, patient was experiencing pain and numbness and a revision procedure was performed in 2009. The humeral stem was found to be fractured upon revision. The components were removed and replaced.

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on october 2, 2009 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number and event.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event evaluation of the returned component found that it appeared to have fractured in bending overload. There was also evidence of post-fracture damage to the fracture surface which appeared to have occurred during extraction. This report filed october 13, 2009.